Event description:
It has been reported to co that during the procedure the manometer of this device was defective. Reportedly, "the needle got blocked at 16atm's" the device was removed. There is no report of pt injury. The device is being returned for co's evaluation.